Event description:
The customer reported a generator error message and therefore a loss of fluoroscopy x-ray production. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.